Manufacturer narrative:
The pump was received with motor error alarm during rewind and motor position encoder error alarm confirmed in alarm history due to motor encoder signal out of phase. The displacement test was unable to be performed due to motor error alarm. There was no unexpected battery out limit alarm noted during testing. The operating currents were unable to be checked due to motor error alarm. There was no cosmetic damage noted.

Event description:
The customer reported via phone call of issues with motor error alarm on their insulin pump. The customer states they walked into an x-ray with the device on. The customer's blood glucose level at the time of alarm was 209mg/dl. The customer's blood glucose level when they got home was 70mg/dl. Troubleshoot was conducted, and the customer was advised to discontinue use of the device. The customer was advised that the device would be replaced and returned for analysis.